Manufacturer narrative:
Occupation ni equals family member.

Event description:
A customer's husband complained of multiple occurrences of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to the siemens laboratory method. At 9:00 am the meter result was 3.9 inr and at 10:00 the laboratory method result was 2.6 inr. On (B)(6) 2018 at 9:00 am the meter result was 3.2 inr and at 10:00 the laboratory method result was 2.1 inr. On (B)(6) 2018 at 9:00 am the meter result was 4.0 inr and at 10:00 the laboratory method result was 2.6 inr. On (B)(6) 2018 at 9:00 am the meter result was 3.3 inr and at 10:00 the laboratory method result was 2.3 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer believed that the laboratory results were correct. There was no treatment based on the meter results. There was no adverse event. The customer is not anemic, is not on heparin, is not on direct thrombin inhibitors or other blood thinners, does not have antiphospholipid antibodies, no changes in diet, no changes in medication, and no bleeding or bruising that required medical attention. The customer's test strips have been requested for return. Replacement product was sent. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
One patient strips was returned for investigation. The returned strip was measured with a retention meter in comparison to a retention meter and master lot strips using quality control material. Testing results: qc 1: 2.9 inr. The obtained qc value was in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). The measurement was without error messages.